Event description:
The user facility reported a 65-year-old male patient in acute myocardial infarction/cardiogenic shock patient suffered a stroke during impella cp support. The patient was unable to move their right upper extremity, which led to discovery that the patient suffered an ischemic infarction with a midline shift. Support continued with the implanted pump following the diagnosis. The decision was made to withdraw care and the patient expired. Per the medical safety officer review there is not enough information to associate the use of the device with outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b.2 selection was revised due to health effect - impact code being inadvertently omitted on the initial manufacturer device report 1220648-2024-12554. B.7 revised as was inadvertently omitted from the previously submitted manufacturer device report 1220648-2024-12554. G.1 revised manufacturing site name and address section as previously entered incorrectly on manufacturer device report 1220648-2024-12554. H.6 code 4755 was reported incorrectly on the previously submitted manufacturer device report number 1220648-2024-12554. A new code was added to component codes. H.6 a health effect - impact code was added as it was inadvertently left off the previously submitted manufacturer device report number 1220648-2024-12554. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report manufacturer device report number 1220648-2024-12554 in accordance with updated procedures.